Event description:
Boston scientific received information that a procedure was performed to replace this cardiac resynchronization therapy defibrillator (crt-d) with an implantable cardioverter defibrillator (ICD). During the procedure, rate/sense portion of the implantable defibrillation lead and the right atrial (ra) lead could not be removed from the device header due to stuck setscrews. The leads were surgically abandoned. A new rate/sense right ventricular (rv) lead was implanted and the ra port was plugged due to chronic atrial fibrillation (af). The chronic shock portion of the lead remains in service with the new device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.